Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that during pretest, when the staff tried to start the pump, they received the appropriate purge failure alarm on top of the piezo alarm. It was stated that when the staff turned the power off, the alarm got louder. The staff flip the breaker switch and unplug the pump; however, the alarm started again when the staff plugged the pump back in. As a result, the pump was sent to biomed.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that during pretest, when the staff tried to start the pump, they received the appropriate purge failure alarm on top of the piezo alarm. It was stated that when the staff turned the power off, the alarm got louder. The staff flip the breaker switch and unplug the pump; however, the alarm started again when the staff plugged the pump back in. As a result, the pump was sent to biomed.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "purge failure and piezo alarm" is confirmed. The piezo alarm occurred immediately once the ac power cord was plugged in. The root cause of alarm is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that during pretest, when the staff tried to start the pump, they received the appropriate purge failure alarm on top of the piezo alarm. It was stated that when the staff turned the power off, the alarm got louder. The staff flip the breaker switch and unplug the pump; however, the alarm started again when the staff plugged the pump back in. As a result, the pump was sent to biomed.